Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a friend/family member regarding a patient (pt) who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was caller noticed within about the last month, sometimes pt's stimulation will have turned itself off (usually overnight); they'd notice in the morning that ins battery hadn't gone down from 100% and would have to manually turn stimulation back on. Caller said they recalled seeing a 'battery empty' message on the controller sometimes but couldn't recall exact details, sometimes would show after disconnecting from ac power. Agent explained they may have been seeing 'battery empty' in terms of pt's ins, and explained that if the ins depleted to a certain point, stimulation will have to be turned on manually after charging the ins. Caller said they were instructed by the rep they met with for reprogramming that the white button on top of the controller was the "naughty button" and they shouldn't use that button. Caller said they had to use the button to turn on because they didn't know what else to do; agent reviewed what that button was for, and explained would likely be the easiest way to turn stim on. Agent reviewed how caller could check to see that stimulation was on. Caller said they were told not to mess with buttons or other things on the controller for fear of messing up settings. Caller will monitor the issue and call back if issue persists or if they're unable to turn stimulation back on after charging ins. Caller mentioned that they called their representative who redirected them to patient services. Hcp unknown.